Event description:
Pt scheduled for a device removal as add on for 12/16/96. Prior to this, the oncology office had started an infusion on pt for her chemo. The office noted swelling of the site & the surgeon's office was consulted for removal of the device because "it was not working properly". When surgeon removed the device & tubing at the clavicular area - tubing looked flattened & upon inspection, dr. Found a split.